Manufacturer narrative:
Date of event: date of infection is not known. PMA/510k: this report is for four (4) unknown locking screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated for a tibial fracture and was implanted with an ex tibia nail on (B)(6) 2017. On an unknown date, the patient returned to the surgeon complaining of pain, and revision surgery was scheduled for hardware removal for suspected infection. The patient returned to the operating room on (B)(6) 2017 and underwent removal of an ex tibia nail due to infection. The nail was successfully removed without incident. The fracture appeared to be fully healed; no additional instrumentation was implanted. After removal of the nail, the canal was reamed and irrigated extensively with an antibiotic solution. The procedure was completed successfully; there was no reported product problem, there was no reported surgical delay, and the patient¿s outcome was good. There are seven devices involved in this complaint. This report is for four (4) unknown locking screws. This is report 2 of 3 for (B)(4).